Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hm recording showed rv undersensing and variable sensing amplitude. Average sensing was 2.6 mv and minimum less than 2.0 mv. Clinician suspects dislodgement. Lead to be evaluated further and remains implanted. Should additional information become available, this file will be updated.